Manufacturer narrative:
(B)(4). Results: root cause of event is undetermined. Stent damage, failure to deliver the stent. Conclusions: no conclusion can be drawn (root cause of event is undetermined). Eval summary: the device was returned to the manufacturing facility for eval. The stent was positioned between the marker bands as per specifications. The 6th distal stent segment was raised and deformed.

Event description:
The physician was attempting to implant a 2.5 mm diameter x 14 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a pt. It was reported that the stent was difficult to move through the vessel and that the stent may be defective. No clinical sequelae were reported.